Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the keypad trace, keypad flex connector, pcba 1, pcba 2, motor home switch and force sensor. Successfully downloaded history files and traces using thump. Confirmed pump alarmed insulin flow blocked alarm on 05/25/2024: 17:56:33.000 bolus, 18:02:28.000 bolus, 18:03:34.000 priming, 18:06:30.000 priming, 18:07:04.000 priming, 18:08:17.000 priming, 18:09:04.000 priming, 18:09:46.000 priming, 18:13:49.000 priming and 18:24:03.000 priming; in pump downloaded history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label stained). Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad traces, keypad flex connector, pcba 1 and pcba 2. Unable to confirm insulin flow blocked and prime/fill anomaly due to unresponsive keypad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported being unable to exit load reservoir process. Attempted to complete again but pump could not complete the load reservoir process. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1884 was requested and customer response was the device will be returned.